Event description:
Saline bag 250 used for setting up flush line was taken out of plastic bag to be set up. Access port inside bag is folded onto the bag. When unfolding the access port, it was stuck to bag itself. Gently tried to peel the access port off the bag, but the bond was too strong. Folded down access port and piece of bag was attached creating a hole in the bag itself causing fluid to leak. This is the second time in less than a week this happened. Product info: baxter 0.9% sodium chloride injection usp bag. Lot # y451956, exp 2025/11, 2b1322, ndc 0338-0049-02, din (B)(4).